Event description:
It was reported that during central processing, the prograsp forceps instrument was observed to have an operation failure. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found no damage during visual inspection. The instrument was placed and driven on an in-house system. The prograsp forceps passed the recognition test, engagement test, and moved intuitively with full range of motion in all directions. The prograsp forceps opened and closed properly. Failure analysis found the prograsp forceps to be fully functional. There were no product issues identified. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.